Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the hospital health system has experienced a "systemwide outage" and as a result, the internet service was down due to an alleged "cybersecurity attack". The alaris systems manager (alaris servers) are offline due to the internet service being unavailable. The customer called bd technical support to notify them of that the servers are offline. No further information was provided to bd. There was no reported patient involvement.

Event description:
It was reported that the hospital health system has experienced a "systemwide outage" and as a result, the internet service was down due to an alleged "cybersecurity attack". The alaris systems manager (alaris servers) are offline due to the internet service being unavailable. The customer called bd technical support to notify them of that the servers are offline. No further information was provided to bd. There was no reported patient involvement. Bd learned additional information that the customer restored their alaris servers from backups and reported they were operational as of september 19, 2023.

Manufacturer narrative:
Omit : c20 - no findings available, g07001 - part/component/sub-assembly term not applicable. Correction : describe event or problem. Additional information : imdrf annex a, b, c, g codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.